Event description:
It was reported to philips that the device would not initiate fluoroscopy. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and confirmed the footswitch was faulty. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not initiate fluoroscopy. Upon functional testing, the fse found that the system cannot make cine run and informed that hand switch must be used to make cine run. Fse found the wired footswitch was faulty. The fse replaced the wired footswitch to resolve the issue. After replacing the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.